Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of baclofen and dilaudid, both with unknown concentrations and doses. It was reported the patient stated their pump had been ¿malfunctioning for a while, and the alarm started sounding on monday ((B)(6) 2017)¿. The patient was having trouble getting their pump refilled and asked how long they had before it was completely useless. The patient clarified their report of the pump malfunctioning in that ¿it hasn¿t been delivering the proper dosage¿. The patient stated the doctor said it was sputtering and erratic. The patient stated the doctor said it started to happen ¿a couple months¿. No patient symptoms/complications were reported.